Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion being treated was located in the proximal left anterior descending (lad) artery. Non bsc guide wires were placed in the diagonal (dx) and in the lad. The lad was predilated with a 2.0x15mm apex balloon. A 3.0x32mm promus element plus stent was implanted in the lad, across the dx, and a 3.0x12mm promus element plus stent was implanted in the distal lad. The same non-bsc guide wire and balloon were placed in the dx. The proximal end of the 2.0x15mm apex balloon was hanging in the lad, a kissing technique was performed. The result showed a little bit of a hazy appearance and distortion of the stent struts only on the 3.0x32mm stent. The procedure was completed by post dilating with the 2.0x15mm apex balloon to make fully appose the stent struts. The case was considered satisfactory. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product.device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).